Manufacturer narrative:
(B)(4)

Event description:
It was reported that a ventilator had a damaged oxygen sensor. There was no patient involvement reported.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.